Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen at an unknown concentration and dosage via an implantable infusion pump. It was reported that the device was explanted due to the therapy being unsuccessful. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and the patient was alive with no injury. It was noted that the explanted device was discarded of. No further complications have been reported as a result of this event.